Event description:
It was reported that an alert for an external flash write error occurred on the device, and the user restarted the device after contacting support, after which the alert did not recur. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation included user-guided troubleshooting and education performed by support. Investigation of this case revealed that the device alarm cleared following a restart, consistent with a transient malfunction involving the device¿s memory component. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the inability to reproduce the issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.